Event description:
It was reported that ventricular tachycardia (vt) was detected in the ventricular fibrillation (vf) zone. Anti-tachycardia pacing was delivered during charge, which resolved the vt. However, the implantable cardioverter defibrillator (ICD) still delivered the shock following charge end. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).